Event description:
It was reported that the customer's insulin pump alarmed frequently motor error over the past three months. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The motor was tested outside the device and passed.